Event description:
It was reported that the distal spinal segment of the catheter jumped out of sterile packaging. It was noted than when the circulating nurse opened the package, the catheter tip (distal portion) jumped out due to stylet tension. There was no impact/consequence to the patient. An alternate catheter was used. It was later reported that four catheters were used, all four catheters had the tip in the same position of the sterile tray when the packaging was opened i.e. The curved portion of the package and not in the more linear ends; "each tip deployed although they did attempt to use an instrument to retain them". Three of the catheters were successfully implanted per physician decision at the time of the event. The unused catheter was not returned and retained for teaching purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: 2011 (B)(6), explanted: unk. All four catheters had the same lot # listed.